Event description:
It was reported that the user experienced fluctuating blood glucose while on the second day of ilet use, including a low during which the user disconnected and shut down the device, and a prior high attributed to eating without a meal announcement, with reported values of 54 mg/dl trending down and 354 mg/dl for the high. Symptoms included feeling a little out of it during the low. Outcomes included self-treatment with small amounts of fast-acting carbohydrates (grapes one by one and some soda) without professional medical intervention or hospitalization. Investigation included troubleshooting and education on appropriate hypoglycemia correction to avoid overtreatment. Investigation of this case revealed user-related factors, including device shutdown during hypoglycemia and lack of meal announcement before eating, contributing to a roller-coaster pattern. It was concluded, based on previously established findings for similar reports, that the cause was patient management of hypoglycemia with overtreatment and missed meal announcement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.